Event description:
In 2007, the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter did not turn on. The complaint was classified based on the customer care advocate's (cca) documentation. The patient said she was unable to obtain a reading on the lfs meter and afterward was sweating. The patient took no diabetes treatment actions and received no medical intervention. The cca noted that the meter would not turn on when the power button was pressed or when a test strip was inserted into the test strip port. The patient had not replaced the meter battery per the owner's manual and did not have a replacement battery. The meter, test strips, and control solution were replaced. The complaint is reported because the patient alleges she was unable to obtain a reading on the lfs product and afterward experienced sweating, a typical symptom of hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.